Event description:
The product was used during a bowel resection procedure. Reportedly, the instrument broke and disengaged into the pt's cavity. The surgeon was able to retrieve half of the component and applied another device to complete the procedure. The hospital has reported no pt injury occurred.